Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber tip broke after 6,912 joules and 1 minute with 15 seconds of fiber use. The fiber was replaced to complete the procedure. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber tip broke after 6,912 joules and 1 minute with 15 seconds of fiber use. The fiber was replaced to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The reported fiber tip break was confirmed. Forward firing test was performed and resulted in an output which was below the threshold for potential patient harm. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.